Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's ins battery was draining quickly. Patient stated he had to charge 2 times a day and if they needed it overnight then they would need to charge 3 times if they could get to it. Patient was at 10 ma and wanted to know if this was normal. Patient was fully charged at 12:06 pm then at 1:34 pm she went down to 80% then at 3:48 pm she went down to 50% and at 5:56 pm, "ins battery low" came up. Patient thought it would be every other day that they needed to charge. It was reported it took 1.5-2 hours to charge up the ins even with good/ excellent charging quality. It was reported this issue had been going on since day 1. No further complications were reported/anticipated.

Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Previous fdc, fdr, fdm codes do not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a rep met with the patient and her excessive recharging was due to high energy settings. The settings were changed to require less energy and she is very happy with her stimulator and doing very well. No further complications were reported.